Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The c-arm cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system failed to display the x-ray when in the profile position. No pt injury was reported.